Event description:
On (B)(6) 2012, the vns patient reported that several months ago, she started not sleeping because of sleep apnea. She started using a CPAP machine but she stated that it doesn't help much. The patient said the physician then had her turn off her vns at night for about 4 hours and it seems to be working. She said that the vns is working to help with her seizures. Additional information regarding the sleep apnea was requested from the physician but no further information was received. According to the patient's programming history, the last system diagnostics test was on (B)(6) 2010 which showed results within normal limits of output=ok/lead impedance=ok/dcdc=2/eri=no.

Manufacturer narrative:
.